Event description:
Pt called to complain that the gel was separating from the cloth on his electrodes and that the subsequent pulse through these electrodes "gets your attention." This is the second report in 45 days stating that gel is separating from these electrodes. In both cases we told pts to dispose of electrodes and sent them replacements. Dates of use: (B)(6) 2011.